Event description:
It was reported that a user experienced recurrent low glucose while using the ilet, including a value of 65 mg/dl over approximately three hours, and contacted support for a possible factory reset and education on delayed meal announcements. The user ingested seven glucose tablets over three hours and received counseling on proper meal announcement and use of oral glucose. Customer care provided assistance that included user education, and troubleshooting focused on meal announcement timing and hypoglycemia management. Investigation of this case revealed user-related operational factors, specifically delayed meal announcements, as a plausible contributor to the low glucose events. It was concluded that the device functioned as designed and that user education on timely meal announcements and appropriate hypoglycemia treatment was warranted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.